Manufacturer narrative:
This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
On (B)(6) 2012, the physician opened the psc032 and flushed it. Afterwards, he had it soaked in heparinized saline together with its folder. When removal of the psc032 from the folder, it was found already ruptured. The physician used another new psc032 to finish the procedure.

Event description:
Physician comment: "withdrew the psc032 smoothly, not forcibly as usual and didn't feel any resistance."

Manufacturer narrative:
Results: the catheter was broken in two pieces, approximately (6.43cm) from the hub. The shaft material in the area of the break appears to be stretched. Conclusion: the complaint has been evaluated and confirmed. The break (rupture) in the catheter occurred during the removal from the hoop after the hoop was flushed. This was after the hoop and catheter were soaked in saline as noted by the physician complaint. Although the catheter seems to have been properly flushed before removal and the physician states that it was removed gently without resistance, the break appears to have been due to force applied to the device in excess of the tensile strength of the material. This break could not have occurred during device packaging; therefore the root cause of the issue cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.